Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer had latch failure. A field service engineer (fse) reported an issue with the plunger clip broken off the matrix. The system was turned off, and the plunger was replaced. The fse then accessed hardware test application and completed the final test. After this, the customer was able to access the drawer without any issues. The plunger on drawer 1 was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when user attempted to open the matrix drawer in the ICU, the latch mechanism was heard clicking, but the drawer did not open. The user stated the drawer could be opened by manually pushing the drawer while the latch clicked. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.